Event description:
It was reported that an intraocular lens (left eye) was explanted after it became dislocated.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The returned sample was inspected at 10x microscope magnification. Lens had surface residuals adhered to both sides of optic body compatible with handling the lens out of a sterile environment. No other unacceptable cosmetic defects were found in the returned lens. Manufacturing records review: the review of the documentation and testing presented in the manufacturing record were found within product specifications. The documentation shows that the production order was manufactured according to specifications. No discrepancy related to quantity was found. No deviation or nonconformance was generated. Conclusion: no product deficiency was identified in the sample returned. The condition of the returned lens is associated with the handling of the sample. Batch records were all within specifications, no deviations were noted. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.